Event description:
Health professional reported a lap-band port explant without replacement. The pt presented to the hospital reporting not being able to "take down liquids." The explanted band associated with this record is being documented in medwatch report # 2024601-2012-01087.

Manufacturer narrative:
(B)(4). Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."